Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The blog reported: I had a codman certas programmable valve shunt implanted. It worked for approximately two days. The shunt then malfunctioned and the catheter became completely clogged, leaving me (of course) with having to have another invasive surgery to implant a new codman hakim programmable valve shunt. I suffered for two months before the neurosurgeon listened to me and performed a shunt-o-gram. She then promptly scheduled another brain surgery and replaced the codman certas shunt. I know the codman certas only worked for two days because I only felt better for those two days. After that, I felt worse than I did before I had the surgery. Codman certas should have to compensate people who have had to suffer due to their product defects. How many of their employees would want to have to endure an additional surgery due to product malfunction?